Event description:
During a normal device change out, fluoroscopy revealed externalized conductors between the rv and svc coil. Dft testing was normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.